Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that the patient experienced fatigue and dizziness. The right ventricular (rv) lead had sudden rise in the threshold. Non-sustained ventricular tachycardia was noted with observable loss of capture on the rv lead. The lead was reprogrammed until it can be revised. No further patient complications have been reported as a result of this event.